Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. It was reported that  stimulation has been on since the implant. Pt says that they felt "some shocking feelings in my sides, I feel it if I lay the wrong way". Pt says it's been happening "basically since the implant since they calibrated it". Pt commented that "if I move a certain way I feel a little tingle and if I fart too hard I feel a big shock". Pt says that "the pain has been diminished but yesterday I woke up and my leg that this is helping for had a big cramp so I wanted to know if the nerves are like coming back or something". The patient was redirected to their healthcare provider (hcp) to further address the issue. I reviewed that pt. May want to follow up with hcp so see if adaptive stim is a good option for them. Pt says they see dr in green bay, but they are an hour and a half away. Pt will provide medtronic number to their general hcp nurse practitioner to see if a rep can come out to help.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported they are looking for a new physician. Hoping for a recalibration by medtronic.